Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that while there was no change in mitral regurgitation (mr), the reported patient effects of mr (worsening) and atrial fibrillation (af), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Further review of this event determined it is not medwatch reportable as atrial fibrillation and unchanged mitral regurgitation are not considered serious injuries. The atrial fibrillation was transient and improved with cardioversion. Additionally there is no evidence of the mitraclip device causing or contributing to the abnormal heart rhythm.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because post clip deployment the patient experienced atrial fibrillation (af) and electrical cardioversion was performed, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy due to a cleft in the posterior leaflet. Clip 50325u153 had difficulty grasping the leaflets. After approximately 10 grasps, the clip was deployed without issue, which led to a small reduction of mr to 2+. After 7 grasps, clip 50720u127 grasped the leaflets; however, mr increased. The position of the clip was adjusted to reduce mr and the clip was deployed without issue. However, the mr increased back up to 3 after clip deployment. The patient briefly experienced atrial fibrillation (af), which was treated with electrical cardioversion. The procedure was completed with mr remaining at 3; however, the patient was stable and there was no reported adverse patient sequela. There was no additional information provided.